Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving gablofen 2000 mcg/ml (dose 700 mcg/ml) via an implantable infusion pump. Indications for use included intractable spasticity and head/brain injury. It was unknown when the patient first started receiving gablofen. Other medications the patient was taking at the time of the event were unable to be obtained and the patient's medical history included spinal cord injury. The patient experienced a cerebrospinal fluid (csf) leak following catheter implant. The hcp believed the dura had been unable to form a seal around the catheter, allowing csf to continue to drain out around the catheter. No troubleshooting was performed. The hcp exploited the old catheter and did a full replacement with a new ascenda catheter on (B)(6) 2016. He also used "tisseel" to help the dura seal around the catheter to prevent additional csf leaks. The issue was resolved at that time, and the patient's status was "alive- no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.